Event description:
Senseonics was made aware of an incident where user was hospitalized due to high blood sugars. It was unrelated to eversense system and user is there frequently due to high blood sugars. Multiple follow-up attempts were made by the customer care to gather additional information regarding hospitalization. However, the user was unresponsive. As per dms, the user is currently using the system with up to date information.

Manufacturer narrative:
The user was hospitalized due to high blood sugars. It was unrelated to eversense system and user is there frequently due to high blood sugars. Multiple follow-up attempts were made by the customer care to gather additional information regarding hospitalization. However, the user was unresponsive.as per dms, the user is currently using the system with up to date information.